Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient had a problem with the device when they had an MRI done and they had to redo everything (settings). Pt was in a car accident and got an MRI of the brain end of last year or beginning of this year. They put it on MRI mode and wanted patient's phone (handset) not too far from the machine. Pt was laying on the table during MRI and pt could see their phone. The person who gave the patient the MRI wanted to make sure they did not mess up their machine and wanted the phone away. Patient said the device stopped working and pt told them they felt their device no more. A manufacture representative was made aware of the issue at the end of last year or beginning of this year and pt talked to rep every other month. Patient met with the rep at the healthcare provider office and rep confirmed their battery was fine. But pt did not experience the same 'treatment' as before. All the symptoms came back. Megan tweaked something and tried something else on the patient to get the feeling back in back and legs. Pt now feels it in back and leg but still do not feel stim in their feet. Pt went to physical therapy and they ordered something like a tens unit for patient's feet. The patient was redirected to their healthcare provider to further address the issue. Pt received a letter regarding cardioversion fca and thought the letter was saying ins would cause heart problems.